Event description:
It was reported that the anesthetist inserted the spring wire guide (swg) using gentle pressure, but stated the swg kinked resulting in both the swg and needle having to be removed. A new set was opened and a different insertion site was used. The patient was said to have developed a hematoma at the site as a result of this occurrence. The clinician stated the issue of the swg's kinking has occurred many times, but this is the first it was reported.

Manufacturer narrative:
(B) (4).